Manufacturer narrative:
Final analysis found an anomalous hybrid which resulted in a sensing anomaly.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). Device evaluation anticipated, but not yet begun.

Event description:
It was reported that during the implant procedure, the pulse generator exhibited a loss of sensing in both atrial and ventricular channels. The device was not used and replaced. No patient symptoms were reported.